Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2011-00089.

Event description:
Mr (B)(6), reported that "when they opened the packaging of the primary product, liquid was noticed. Another lot of the same catalogue number was present and they noticed also liquid inside without opening it. As no other products of this catalogue number were available (size 46), they implanted a device with inferior size (size 44.5)."